Event description:
The pt was implanted with left ventricular assist device (lvad). It was rpeorted by the vad coordinator that the pt was found at home by husband awake and breathing, yet unable to communicate. The lvad pneumatic driver was alarming in bi-vad mode and the driver was on its side. The lvad then stopped and the pt was switched to back-up driver without incident.

Manufacturer narrative:
The pt remains on vad support. The device was returned and is currently being analyzed. No further information is available at this time.